Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, broken reservoir tube lip and cracked reservoir tube noted.

Event description:
The customer reported via phone call that the insulin pump is damaged at the reservoir compartment. Customer stated that the casing is chipped off and the o ring is exposed on one side. Customer was unsure if the damage could have affected the insulin delivery since she experienced high blood glucose of 463 mg/dl. She changed the set and treated with a bolus. The insulin pump was replaced and returned for analysis.